Event description:
Philips received a complaint from the customer, reporting that the v60 ventilator had a screen with a backlight that was out. There was no patient involvement when the issue occurred. No patient or user harm reported. Philips remote service engineer (rse) noted that the customer's v60 ventilator had a screen with a backlight that was out. The customer requested onsite service. A philips service engineer (se) evaluated the device and reported that the backlight was damaged. The se then replaced the backlight inverter board, and the issue was resolved. The system meets the specification for the performed service and is returned to use.